Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and a motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Displacement test and manual prime were successful and motor error did not recur. Insulin pump had no delivery alarm in the history. No harm requiring medical intervention was reported. The device will be returned for analysis.